Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under/over delivery anomaly noted and passed the delivery accuracy test. Pump received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose on march 21, 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 162 mg/dl when they were eating, and they started dropping to 90 mg/dl and then to 36 mg/dl without bolusing. The customer used food to treat. The customer believes the pump was over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.